Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2, -5.0/+5/086 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Lens rotation not associated to low vault and refractive surprise were noticed. The lens was then repositioned.